Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient was having the issue of when requesting a bolus, it was taking a long time and confirmed that the handset lagged at 90%. Patient services reviewed data and assisted the patient in deleting data. The patient was able to connect to the pump with no lag at 90%. The patient had 4 boluses per day.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software. Product ID hh9020tdd; serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported they had always had issues with the personal therapy manager (ptm) lagging on 90% since they received the ptm at implant but the lag had gotten even worse for the last 5 months. Agent reviewed information and assisted patient with clearing data. Troubleshooting resolved the issue.